Event description:
It was reported during initial implant, the first positioning of the right ventricular lead was smooth, but when a second location was attempted, it took nineteen rotations to retract the helix. Upon repositioning, it took thirty-nine turns to extend the helix, and when it did extend it popped out suddenly. On a further repositioning, the helix took twenty-eight turns to retract and thirty-one to extend for the third time. The lead was removed, and a new lead used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position. The device is part of the advisory for this model.